Event description:
Product related problem that extending the surgical procedure.

Manufacturer narrative:
The torn packaging could not be confirmed as the packaging was not returned. The investigation is limited to the provided information as the lot number required to review device history records and complaint history was not provided. The need for corrective action was not indicated. The shelf life was previously changed from 10 years to 5 years. Currently, product is being manufactured with a 5 shelf life. Depuy considers this investigation closed.